Event description:
Following the healing process after my knee replacement surgery, something seemed off pretty much from the start. I expressed this to the surgeon, but he assured me that everything was fine, and that recovery would take at least six months (to see any improvements). Fast forward to a year later (initial surgery performed (B)(6) 2017), and I was still having pain and problems. In (B)(6)2018, I again went to the initial surgeon to express to him how my knee was feeling and that something was still not right. I was given an x-ray to which the dr reassured me that "everything looked great." Two months later ((B)(6) 2018) I again went back to the surgeon, and was given to his physician assistant to be reviewed. Upon this visit, the physician assistant looked over the x-ray and stated that he saw something was "not right" and then scheduled me for a bone scan. At this point, I was feeling upset, irritated and uneasy, so I cancelled appt and made an appt with a new physician to get a second opinion. I saw this new said physician on (B)(6) 2018. During this visit, the physician informed me that the bone scan he performed showed a detachment at the site, and a revision surgery would need to be done.